Event description:
The contact stated the customer's meter was reading high. The customer's blood glucose was tested and the result was 296 mg/dl. The customer's glucose was also tested using the doctor's meter and the result was more than 100 points different. If the doctor's meter read 144 mg/dl or less, the difference would fall in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. Troubleshooting showed the system to be operating as designed. The contact was satisfied, and no product will be returned for evaluation.